Event description:
It was reported that the subject device's coupler was rotating. The issue was found during preparation for use for a laparoscopic surgery. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leak from the cable and control body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: the coupler was defective and corroded. In regard to the newly identified malfunction, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had coupler was rotating. The issue was found during a preparation for use there were no reports of patient harm.